Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a no delivery alarm in the insulin pump. The infusion set was clogging. They declined troubleshooting. The customer¿s blood glucose level was 22 mg/dl. The customer used a plunger while connected to the device which caused their blood glucose to go low. They did not mention any form of treatment. The device will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm or occlusion alarm noted. The insulin pump was received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.